Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found discoloration on the electrical contacts of the video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the pre-use inspection for an unspecified therapeutic procedure, the subject device had no image. The procedure was completed. There were no reports of patient harm.